Event description:
A consumer used a 3 drops of visine contact lens (glycerin), hydroxypropylmethylcellulose) for "2 1/2 weeks off and on" beginning on an unspecified date in mar 2006, his eyes were bloodshot and painful, and his vision blurred. The product ran down his face and he had "a chemical burn on his eyes where the visine came in contact with his skin. His face was "bright red". That same day, he went to the emergency room where his eyes were irrigated and the solution tested foe the presence if chemicals (results unspecified). Other unspecified vision tests were performed (results unk) . Product use was discontinued on 28mar2006. As of 29mar2006., the facial redness and blurred vision were improving. All other events were ongoing.